Event description:
It was reported that some of the images from the 9800 sys appear to be subtracted images when using standard fluoro. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. Reviewed logs and nothing was evident for the described problem. Reloaded software and flash after reseating the boards in the workstation could not duplicate the stated problem. The sys was found to be working as intended and placed back into svc.